Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the impactor broke.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device was received for examination; therefore, the reported event could not be confirmed. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. Information was received indicating that "there's a crack" due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual : cracked were reviewed. It was determined visual : cracked has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to visual : cracked in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : cracked associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.